Event description:
Lap lar procedure. Plcr75b was loaded onto plc75 dlu and used to transect the proximal colon. The staple formation at both the proximal and distal end showed a bad staple formation. Surgeon reinforced the staple line with sutures to complete the case without further incident.